Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin did not exit. It was indicated that the customer was disconnected from the pump over night. The customer was released the same day. A day later, the customer was off the pump all night and took injections for their high bgs. The high-pressure test was completed and passed.